Manufacturer narrative:
The tech isolated the issue to the head valve. He replaced the head valve to repair the bed.

Event description:
The account stated that the head section of the bed wouldn't go up.